Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Daybreak: case (B)(4). Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that according to their dentist and physicians, their discomfort and pain are related to the trigeminal nerve sensitivity, which is also associated with the tmj issues the patient experiences. Their dentist advised them to stop using the device because it appears to trigger these symptoms and is not compatible with their conditions. The device was delivered to the patient and was first used on (B)(6) 2026. The incident occurred on (B)(6) 2026. The patient reported the issue and stopped using the device on (B)(6) 2026. No permanent injuries were reported.